Event description:
Original surgery placed saline implants. They were placed under the muscle. 4 years later, the left implant deflated. That was replaced. 2 years later, the left implant, once again deflated. A third surgery will be performed replacing both implants.